Manufacturer narrative:
Taper unknown. (B) (4). The reporter of the complaint was asked to indicate the product serial number. The information has not yet been received by allergan. The connector type cannot be identified nor an assumption be made as to the type of connector associated with this complaint because no serial number was given. Visual examination may determine the connector type associated with this report. Allergan has received the product, however, the analysis has not been completed at this time. No additional information has been reported to allergan regarding the serial number. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing." Device labeling addresses the possible outcome of inadequate weight loss as follows: "seventy-five subjects had their entire lap-band system explanted. Insufficient weight loss was also reported as a contributor to the decision to explant in 24 of the 75 explants (32%). (Recorded as of (B) (6) 2000).

Event description:
Health professional reported an alleged lap-band port leak and failure to lose weight. The port leak was confirmed by fluoroscopy.